Event description:
It was reported that during a total knee procedure that two blades broke at the mount tab. It was further reported that the broken pieces did not fall into the surgical site. It was reported that the procedure was completed successfully with another blade which was readily available.

Manufacturer narrative:
Device is in transit to manufacturer for evaluation. Once device evaluation has been completed, a supplemental report will be submitted.